Manufacturer narrative:
The most probable root cause is intentional device misuse by the consumer. It was reported that a 35-year old female applied thermacare nsw 8hr on her lower abdomen. The potential harm is reduced therapeutic benefit or possible skin burn. The thermacare labeling and instructions for use provide guidance for the customer to prevent injury during use. In this case, the customer used an nsw wrap on her lower abdomen. Labeling states thermacare nsw provides heat therapy for temporary relief of minor muscular and joint aches and pains associated with overexertion, strains, sprains and arthritis. The neck shoulder and wrist wrap is applied directly to the neck, shoulder or wrist with self-adhesive tabs. There are pre-identified risk factors that could cause a burn listed in the hazard analysis (B)(4). During the investigation of this complaint (B)(4) was reviewed and no further risk was identified. Since this complaint is not justified and there is no identified defect, there is no change needed to the risk documentation as a result of this investigation. Our manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks. The product quality for the batch is not impacted by this complaint.

Event description:
On 04-nov-2025, this spontaneous report was received regarding a 35-year-old female in association with a thermacare neck/shoulder/wrist 8-hour heat wrap. On 05-nov-2025, additional information was provided. On (B)(6) 2025, the consumer topically applied a thermacare neck/shoulder/wrist 8-hour heat wrap on her lower abdomen (device use error) for an unspecified indication. Approximately three to four hours after applying the heat wrap, the consumer experienced medical device site burns, blistering, discharge, redness, bleeding, pain, and skin peeling on her lower abdomen. She noted there were several burns. One was the size of a quarter which had a deep red ring which was white and red on the inside. The burn had clear discharge coming out. She also had a blistered area and another area that she described as a line. The burns were at the bottom part of her stomach where the top of her underwear lays, so it was painful when the area is rubbed by anything. For treatment she kept the area clean, applied neosporin, and covered the area with gauze. At the time of the report, she had not reached out to medical advice but anticipated going to an emergency room. No additional information was provided.